Event description:
Reported via clinical study. It was reported that thrombosis occurred. The patient had been taking eliquis pre-procedure. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. The patient was placed back on eliquis. At the 45-day routine follow up, transesophageal echocardiography (tee) imaging revealed a small, mobile, laminar device related thrombus (drt) located on the outer portion of the closure device starting from the start screw extending anteriorly. The physician increased eliquis to 5mg twice daily from 2.5mg. A repeat imaging of the closure device will be performed in three (3) months.